Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead perforated after six months. It was also noted that there was phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.